Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a wash concentrate leak from the valve behind the low pressure regulator in the hydropneumatic compartment of the unicel dxc 600i synchron access clinical system. The customer technical specialist assisted customer with troubleshooting the instrument and generated a service request. On the same day, the field service engineer (fse) inspected the instrument and found that several canisters were flooded and drained through the pressure relief regulator. The fse then replaced the low pressure regulator, which resolved the instrument leak issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the issue. Customer stated that neither patients nor instrument operators were harmed or affected by the leak.